Event description:
Patient reported receiving a therapeutic shock while working outside and being 'wet'. Patient stated feeling well and indicated being drenched with sweat while working outside. Patient heard the 'preparing to shock' alert but forgot what to do and simply braced for the shock. Afterwards he quickly removed the battery as he did not want to get shocked again.

Manufacturer narrative:
The initially reported kit number in 3015185344-2023-00133 was incorrectly reported from the field. This supplement report addresses the previously reported inaccurate kit number. The accurate kit no associated with the reported issue is updated in the supplement. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. Kmt engineering evaluated the returned monitor and observed no malfunction in the field. The reported therapeutic shock appears to be an inappropriate shock due to noise. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.